Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there was 1 similar event regarding pain for the reported lot. The following devices were also listed in this report: 1601-08132 - 132 size 8 secur-fit advanced stem. 6570-0-436 - delta v-40 ceramic head 36/-2,5. 542-11-56f - trident psl ha cluster 56mm. 2030-6530-1 - 6.5 cancellous bone screw 30mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "as captured on the (B)(6) clinical study...at 2-year postoperative visit ((B)(6) 2016, the subject reported severe pain in hip and was being followed by pain management. At the 3-year postoperative visit, the subject reported pain which had increased over the last year and was progressively worsening. He reported being unable to complete daily functions and activities. At the 4-year postoperative visit ((B)(6) 2018), he reported severe pain, and being wheelchair bound the majority of the time. The subject reported not being satisfied with the results of the study procedure, and was working to obtain approval to see surgeon. No further follow-up is available at this time". It is indicated that the patient has not had a revision surgery as of the event date. Patient has a pre-operative diagnosis of avascular necrosis.

Event description:
As reported: "as captured on the secur-fit advanced clinical study at 2-year postoperative visit ((B)(6) 2016, the subject reported severe pain in hip and was being followed by pain management. At the 3-year postoperative visit, the subject reported pain which had increased over the last year and was progressively worsening. He reported being unable to complete daily functions and activities. At the 4-year postoperative visit (B)(6) 2018, he reported severe pain, and being wheelchair bound the majority of the time. The subject reported not being satisfied with the results of the study procedure, and was working to obtain approval to see surgeon. No further follow-up is available at this time". It is indicated that the patient has not had a revision surgery as of the event date. Patient has a pre-operative diagnosis of avascular necrosis.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product remains implanted. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: provided x-rays does not confirm the reported event. Need operative reports, clinical/office notes, histopathology reports, serial x-rays and examination of the explanted components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been two other similar events for the reported lot. Other prs relate to pain for the same device/patient, therefore no further trending is required for this commonality. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.